Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited low impedance measurements and noise oversensing which led to pacing inhibition. No intervention was performed. The patient was in stable condition.